Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To resolve the issue of discrepant wbc results being generated by the cell-dyn 3200 110v sl analyzer, the customer performed an autoclean procedure. Subsequent patient results and analyzer operations were within acceptable specifications. The likely cause of the issue was isolated to a blockage in the tubings, which dissolved by performing the auto-clean procedure. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation, no product malfunction was identified for the cell-dyn 3200 system related to the current issue. Abbott customer technical advocate initiated troubleshooting with customer intervention; review of complaint tracking and trending.

Event description:
The customer states that unexpected low results are being generated for the wbc parameter on the cell-dyn 3200 sl 110 analyzer. One patient generated an initial wbc result of 0.07 k/ul that retested at 2.38 and 6.61 k/ul. No error flags or messages were generated. No suspect results were reported from the lab. There is no impact to patient management reported.